Event description:
The caller contacted the company regarding recall #z-1570-2020 and stated that the recall notification had originally been received on oct 01, 2019. The caller provided product reference (B)(4) and lot number rect00882; however, based on the information shared, these identifiers likely correspond to the 2019 recall notification and not to the actual product used during the patient's treatment. The caller does not have confirmation of the product reference or lot number associated with the product used by the patient. The caller reported observing blistering on the patient while the product was in use. No medical documentation was available to verify this report. The patient had a history of cancer and passed away in 2015. The caller inquired whether the product could have contributed to the patient's death; however, there is no confirmation of product match, exposure, or causality.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.